Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the issue resolved and customer successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose level.